Manufacturer narrative:
The subject device is unvailable.

Event description:
It was reported that during thrombectomy procedure, the subject balloon has burst. However,the procedure was completed without clinical consequences to the patient.

Manufacturer narrative:
The automated manufacturing execution system (mes) has controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the returned device found a small amount of blood in the hub, wrinkles on the proximal and middle shafts. In addition, there was a hole (puncture) in the balloon on its middle section. During functional testing, the balloon was inflated; however, the balloon was deflating due to the puncture in the balloon. The balloon was leaking due to the hole (puncture) in the balloon. The complaint that the flowgate balloon had burst could be confirmed. Additional information provided by the customer indicated that the flowgate 2 balloon catheter was confirmed to be in good condition after unpacking and during preparation, the device was prepared as per the device directions for use (dfu) a 10mm syringe was used to inflate the balloon, 50/50 saline contrast solution was used during preparation and the procedure, continuous flush was maintained) , the patient's anatomy was tortuous, and the balloon burst occurred during the procedure. No adverse consequences to the patient were reported. Based on the investigation and information provided, it is possible that the device was damaged (wrinkled shaft and punctured balloon) during insertion due to the patient's tortuous anatomy. A probable cause of procedural factors has been assigned to the reported event and analyzed anomalies since this complaint is associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural/anatomical factors during use. The device was stated to be in good condition and was prepared according to the dfu specifications. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event.

Event description:
It was reported that during thrombectomy procedure, the subject balloon has burst. However,the procedure was completed without clinical consequences to the patient.